Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that occurred on the homechoice (hc) unit display. This event occurred during use patient connected in dwell 3 of 4. The technical service representative (tsr) explained the alarm and had the caregiver cg close all the clamps and then cycle the power to clear both the se 2240 and the se 2367. The tsr advised the cg to discard the supplies and finish with a manual bag. There was patient involvement and there was no patient injury or medical intervention associated with this event.